Event description:
After a year of implantation, this lead was explanted due to dislodgement. A new oscor lead was implanted.

Event description:
After a year of implantation, this lead was explanted due to dislodgement. A new oscor lead was implanted.

Manufacturer narrative:
(B)(4) 2010. A response from the manufacturer is pending. (B)(4) 2011. Since the lead was not returned, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn. Device was not returned.

Manufacturer narrative:
(B)(4), 2010. A response from the manufacturer is pending. Device was not returned.